Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the driveline of the heartmate ii lvas, serial number (B)(6), identified a compromised driveline. Evaluation of the submitted log file confirmed the reported low flow alarms. A review of the submitted log files captured intermittent low flow hazard alarms from(B)(6) 2021 through (B)(6) 2021. On (B)(6) 2021 from 21:14:20 through 21:31:54 the patient experienced intermittent low speed advisory alarms, low speed hazard alarms, low flow hazard alarms, and motor stops. During these events, several elevations in pump power and calculated flow were captured. Due to the pump constantly attempting to ramp back up to speed. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline and is consistent with the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2021 and approximately 17.5 inches of the external portion/distal-end of the driveline was returned for evaluation electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and breakdown in the metal braided shield was observed throughout. Microscopic inspection of the wires revealed a breach in the insulation of the brown wire approximately 3¿ from the controller connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the brown wire that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breach of the brown wire would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 21jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline damage that was taped is reported in MFR report #2916596-2021-05015. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-05115. It was reported that the patient had intermittent low flow alarms over the last several months that were presumed to be due to low volume. Fluids were encouraged. The patient also had a small area on their driveline that had previously been taped, but reported that the wires were visible. A review of the log files found intermittent low flow events that appeared to be patient related, and not vad related. There was no indication of driveline damage in the log files. The last event captured in the log files was a backup battery fault that occurred on (B)(6) 2021 at 1017. The patient came in for a routine clinic visit where it was discovered that the white power lead was cracked with green liquid coming out of it. There were no alarms present. A system controller exchange was performed. On (B)(6) 2021, the patient disconnected from batteries and hooked up to the mobile power unit (mpu). The device started alarming constantly, but resolved when they hooked up to batteries. The patient was then admitted to the hospital on (B)(6) 2021 and hooked up to a non-grounded patient cable. X-rays were done and did not show a definitive area of concern on the driveline. A review of the log files showed patient cable disconnects, followed by low flow alarms and pump off alarms. The alarms stopped while on the ungrounded patient cable. There was an area of concern approximately 4-5 inches from the controller on the external portion of the driveline that had rescue tape on it, but the patient reported that the wires were visible before the tape was applied. A review of the log files by technical services found low speed and pump stop alarms on (B)(6) 2021 between 21:14-21:31 while connected to the mpu. This appeared to be a short to shield concern. It was recommended that the ungrounded patient cable and batteries continue to be used. The vad team indicated that they would proceed with an external driveline repair, which was completed on (B)(6) 2021. Technical services opened the driveline approximately 4" from the exit site. No noticeable damage to shielding. The patient was switched over to a new driveline with no issues to the patient or the equipment. The patient was discharged home on (B)(6) 2021 and there were no further reports of alarms.